Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has damage. The customer's blood glucose was unknown at the time of incident. The customer stated that she noticed that there was a crack where to put the reservoir into the insulin pump and there was a fracture where the battery goes. The customer also stated that she was not sure what happened but she has the parts of the reservoir. The customer mentioned that she dropped the insulin pump and dangled from her. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.